Event description:
Rptr indicated that pt's lead was explanted due to suspected lead discontinuity. A replacement lead was implanted. Lead test at routine office visit in 2002 resulted in high lead impedance reading, indicating possible device malfunction. Absence of vns therapy is possible if lead is broken. No adverse events were reported. It was reported that the pt was having great seizure control. Chest and neck x-ray did not reveal any obvious deficiencies with the ncp system. Exploratory surgery was performed in 2002. During surgery, the physician noticed a slight kink with scar tissue around the lead just above the clavicle area. Attempts to obtain add'l info have been unsuccessful to date.